Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 13 months post procedure. Symptoms/ae: transient ischemic attack (tia), in-stent restenosis, treatment of fractured stent. It was reported that approximately thirteen months post xact stent implantation in the right internal carotid artery, the patient was hospitalized with tia symptoms of a numb and tingling arm. A carotid angiogram revealed that the xact stent had restenosed and fractured. A non-abbott stent was implanted within the fractured xact stent. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The stent remains in the patient and the stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.